Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased clinical chemistry total bilirubin result of 1.7 mg/dl was generated for a pediatric patient sample tested on the architect c8000 system. The result was reported to the physician on (B)(6) 2018. The same sample was retested on (B)(6) 2018 and the result was 9.6 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.